Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. The device history records were reviewed for lot number aa5054f05, and the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported by the caregiver that " just prior to feeding heard a pop and the enteral feeding tube popped out. The caregiver went to the emergency room, and the stoma was re-dilated and another tube was placed." The tube was in place for eight days prior to this incident . There were no adverse effects related to the re-dilation.